Manufacturer narrative:
Device eval summary: device evaluation of electrode belt has been completed. The reported problem was confirmed. Neither rear therapy electrode had released gel despite both gas generators discharging. Failure analysis discovered a crack in the surlyn resin film outer layer of both therapy electrodes. The crack in the film allowed the gas to escape through the outer layer rather than forcing the gel from the therapy electrode when the gas generator discharged. The root cause of the crack in the film appears to be a result of aging of the surlyn film combined with exposure to methanol used during the refurbishment/servicing process of the electrode belt. Additional testing is underway to confirm the root cause. No adverse event resulted from the faulty therapy electrodes. The patient received appropriate treatment despite the lack of defibrillation gel. No burns or skin damage was noted beneath the therapy electrodes only some minor redness. The patient's electrode belt was replaced.

Event description:
An ER physician called lifecor customer support requesting an explanation of an apparent treatment. The male patient told the physician he had been shocked, and was awake and alert for the treatment. Physician asked if the device had malfunctioned since there was blue gel under his front treatment pad. Support then lost the phone call. An rn at the hospital called back to discuss the patient treatment. He re-stated that the patient had blue gel under his front pad. Support explained the treatment cycle and explained how the gel is fired and treatment delivered. Support asked if there was evidence of blue gel on the patient's back. Rn looked and reported there was no gel under rear pads, but there did not appear to be any obvious burns, just some redness. Rn stated that the patient is very hard of hearing and that he did not believe the patient understood how to respond/interact with the device and that he appeared not to be able to hear the alarms particularly well. Rn stated that they were trying to determine if the patient should be transferred to another hospital for treatment by patient's cardiologist. Support asked if the patient brought his modem for a data transfer; rn could not locate it with the patient's belongings. Support will ship a replacement belt and a modem to hospital. Several hours later support spoke to the ICU rn; the patient has been admitted. Rn stated she did not know if the patient would remain at this hospital as he is experiencing several vt events. Several hours later a nurse supervisor called back requesting assistance with the download. Patient's brother had brought his modem to the hospital. Download completed. Shows treatment delivered with no response button use by patient. Support discussed details with the rn and granted access for their review of data. Rn stated patient was most likely to be transferred to another facility for evaluation. The following afternoon a lifecor patient services rep (psr) contacted support from the patient's prescribing physician's office. Patient's atrial fibrillation was cardioverted in the hospital. Patient will be getting an ICD in approximately three weeks.